Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, electronic gas blender displayed alarm calibration fault (e19) on the co2 side during priming. There was no patient involvement.

Manufacturer narrative:
Regarding the gas blender, during the inspection, gas flow fluctuations that are outside the acceptable limits even after component replacement were observed. The device was producing audible alarms and presented irreparable leaks in the gas circuits. Due to the deterioration of the gas connections, leaks cannot be repaired. Some gas connections also show significant signs of corrosion and cannot be replaced. Technical service concluded that the device should be scrapped. The involved gas blender was manufactured in 2016 and according to the analysis of the complaints database, no similar event has been submitted since. Considering the collected information, a hardware defect of the egb can be ruled out. It cannot be excluded that the reported event was caused by a defective gas blender likely due also to wear. The wearing of electro-mechanical device can be originated by the specific use conditions at customer¿s site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report

Manufacturer narrative:
D.4 the serial number of the complained gas blender has been provided. The relevant fields have been updated. Unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H.4 the serial number of the complained gas blender has been provided. The relevant field has been updated.

Event description:
See intial report.